Event description:
The report stated that during a vaginal hysterectomy the jaws of the ligasure impact locked up. The jaws have closed on the integrated cutter and part of the cutter is exposed beyond the side of the jaws. The surgeon was able to slide the device off the patient's tissue to remove it. There was no patient injury.

Manufacturer narrative:
Date of initial report: december 21, 2007. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.